Event description:
It was reported to mentor that the pt developed inflammatory disease, rheumatoid arthritis, mixed connective tissue disease, overlap syndrome, lupus and asthma. The pt has been on oral and injectable steroids since 2000. The pt's breast implants remained implanted 12 years after the onset of these symptoms. The pt now has a right breast implant deflation. The devices were removed in 2007.

Manufacturer narrative:
Add'l lot